Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shuts down and displays an error message in the event viewer for "mcafee solidifier prevented execution of 'c:\windows\system32\drivers\memorydumper.sys' by process system", then the cns reboots itself and patient monitoring is restored. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shuts down and displays an error message in the event viewer for "mcafee solidifier prevented execution of 'c:\windows\system32\drivers\memorydumper.sys' by process system", then the cns reboots itself and patient monitoring is restored. No patient harm was reported.